Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alert, no failed battery test alarm and no blank display noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Customer cannot recall their blood glucose reading. Troubleshoot was not completed. Customer insert new battery. Customer also reported blank display and physical damage on the insulin pump. Customer was advised to use (B)(6) aaa alkaline batteries and store the batteries in room temperature. Insulin pump will be returning for analysis.